Manufacturer narrative:
The coaguchek vantus USA serial number is (B)(6). The roche professional meter serial number was not provided. The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of a questionable result from the coaguchek vantus USA meter and a professional roche meter. The customer's meter result was 4.2 inr. The professional roche meter result was 2.4 inr. This result was deemed correct and was used for treatment. The tests were performed within 4 hours of each other. The customer's therapeutic range is 2.0-3.0 inr.